Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately detected atrial tachycardia (at)/atrial fibrillation (af) arrhythmias as ventricular tachycardia (vt) episodes. The device was reprogrammed and continues to be monitored. The device remains in use. No patient complications have been reported as a result of this event.